Event description:
It was reported to st. Jude medical that high voltage lead impedance and small artifacts were observed in the bipolar electrograms when the ICD was touched and moved in the pocket. The lead was explanted.